Manufacturer narrative:
The drill was received by the u.s manufacturer and the complaint was confirmed. Internal components were evaluated and it was discovered that the rotor was not rotating freely due to corrosion buildup. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The rotor assembly and associated bearings were replaced, and additional preventative maintenance was also performed. The device was returned to the user facility.

Event description:
It was reported that during equipment testing conducted by the distributor, the drill heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.